Event description:
The recipient reportedly experienced sound quality issues. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed prior to receipt, as well as exposed electrode wires at the fantail region. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires at the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of sound quality could not be verified during this analysis which was limited in some respects due to the electrode being damaged prior to receipt. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
The recipient was reimplanted with another cochlear device.